Event description:
It was reported by the customer that antimicrobials in syringes sometimes have volume left in the syringe when the infusion is complete (as much as 0.5 ml left within a 3 ml syringe). There was no information on patient involvement.

Manufacturer narrative:
Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer. H3 other text : device was not returned to manufacturing facility.

Manufacturer narrative:
Correction: describe event or problem.

Event description:
It was reported by the customer that antimicrobials in syringes sometimes have volume left in the syringe when the infusion is complete (as much as 0.5 ml left within a 3 ml syringe). There was no information on patient involvement. It was later reported by the customer that they had tested a few syringes to recreate the issue that their nurses were reporting with their doses having volumes at the end of syringe infusions and they repeatedly had cardinal health monoject syringes with remaining volume and bd syringes programmed the same way, on the same pumps, with no remaining volume. The customer pulled all of the cardinal health monoject syringes and are now only using bd syringes for their nicu doses and had not had any further reports of this problem since the change.